Event description:
A battery/power issue was reported with the adc device. Customer was unable to obtain readings due to a fast draining battery and the reader not turning on. As a result, customer experienced hypoglycemia and a loss of consciousness. Customer was unable to self treat and had contact with an healthcare provider who administered and unspecified IV drip and "tachipirin" for treatment of a diagnosis of hypoglycemia. No further treatment was required. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The customer¿s product has been requested for investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader and verification of correct cable and adapter were reviewed. The dhrs showed that the libre reader passed all tests prior to release and the correct cable and adapter were part of the kit pack. Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and observed minor usb port damage and liquid contamination inside usb port. Reader did connect to masterm, but "device is not recognize" message was appeared on pc, reader did not charge. The damaged usb port would prevent the customer from charging the reader which would lead to the reader not turning on. The reader was further de-cased and placed into the reader test fixture to download log. Therefore, issue is not confirmed to use. Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility. This also serves as a correction report. Section h10 (additional mfg narrative) was incorrectly updated in the initial report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/power issue was reported with the adc device. Customer was unable to obtain readings due to a fast draining battery and the reader not turning on. As a result, customer experienced hypoglycemia and a loss of consciousness. Customer was unable to self treat and had contact with an healthcare provider who administered and unspecified IV drip and "tachipirin" for treatment of a diagnosis of hypoglycemia. No further treatment was required. There was no report of death or permanent impairment associated with this event.